Event description:
I was implanted with an allergan natrelle inspira 410 silicone implant following right mastectomy in 2007. In 2016 I had the implant replaced with an allergan silicone cohesive gummy high profile implant, after which time I became seriously ill with a myriad of breast implant illnesses symptoms, including a diagnosis of lupus and fibromyalgia. I explanted in 2018 and many of my symptoms have improved, except those which have no known medical cure. Please take immediate action to remove these dangerous medical devices from the marketplace. There was other methods to reconstruct the breast post-mastectomy and implant should not be one of them. FDA safety report ID# (B)(4).